Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: the ui500 insufflator of this model reported an error (error code 382, indicating an electronic device malfunction) during procedure on the morning of (B)(6) 2025, causing the procedure to be halted. The hospital had to urgently replace it with another insufflator to complete the procedure. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "insufflator error code 382", could be confirmed. The ui500 was found with an defective ic (integrated circuit) which caused the error code 382 and 247. The ic is part of the control board. Further, the proportional valve was found to be defective. The cause of the customers failure message can be attributed to a random component failure. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).